Event description:
It was reported that during the implant procedure, while forwarding the lead towards the right atrium it was discovered on the x-ray that the helix mechanism extended itself. The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed and the lead helix was distorted/bent. It was also noted that the distal end low voltage electrode had blood and the lead was bent/kinked. The lead also had apparent implant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).